Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (unable to baseline/ECG electrode non-functional) was confirmed. Upon evaluation, the electrode belt failed the ECG fall-off test. Upon investigation there was a poor solder connection at the j7 wire in all four ECG electrodes. The root cause of the inability to baseline and reported ECG failure was the poor solder connection. The root cause of the poor solder connection is a manufacturing error. An internal corrective action request was initiated no adverse event resulted from the open connection.

Event description:
A us distributor returned electrode belt sn (B)(4) indicating that the belt was unable to complete a patient baseline and that the brown ECG electrode was non-functional.